Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxc 800 pro synchron chemistry analyzer generated several false high sodium (na) results. Some of the erroneous results were reported out of the laboratory. When the issue was noticed, the samples were repeated, on an alternate instrument, and some results were amended. The results provided by the customer are shown in this report. Patient treatment was not initiated or withheld based upon the false results reported.

Manufacturer narrative:
Per the customer complaint record, qc prior to and after the event was within lab-established ranges. A bec field service engineer (fse) was dispatched and found a dirty line in the system, a small piece of rubber in the electrolyte injection cup (eic) valve, and a damaged potassium (k) electrode collar. The fse replaced the damaged parts and performed ise modifications prior to returning it into service.